Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer successfully resolved the issue by replacing the cartridge and resumed insulin therapy without further complications.